Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open sigmoid resection procedure, while firing the device to create the anastomosis on colon and rectal tissue, proximal donut was incomplete. A big portion of the anastomosis was not complete and the surgeon had to suture the leak shut as well as create a ileostomy loop. Surgical time was extended 30 minutes.